Event description:
It was reported that immediately after implant, the patient was spending a lot of time to charge the implantable pulse generator (ipg). After charging for a few hours the ipg was only charged a little. Two other charging systems were tested with the same results. Using antenna locate returned a maximum value of 64 and 2 bars during charging. As coupling was present, and the device was implanted directly under the skin, it was suspected that the ipg was implanted upside-down. It was reported that there was no patient injury, and the patient outcome was ok. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.